Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor passed per specification. Also performed the bicarbonate buffer test and the sensor passed per specifications with accurate readings. Also found the sensor's cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had a bent cannula. The insulin pump went into threshold suspend and the customer received an enter a blood glucose now alarm. Customer's sensor glucose reading was 70 mg/dl but her blood glucose level was 153 mg/dl. The customer's sensor and blood glucose difference was not within an acceptable range. The insulin pump alarmed calibration error and sensor error. The customer was advised that the device would be replaced and agreed to return the product for analysis.